Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, patient required placement of a central venous catheter for long-term intravenous chemotherapy administration and blood draws. Medical staff placed the catheter on (B)(6) 2024. On the morning of (B)(6), 2025, following medical orders, the peripherally inserted central catheter (PICC) was removed. During removal, the catheter length did not match the inserted length, but the catheter passed smoothly without obstruction. An x-ray was immediately performed, revealing a broken segment of the catheter remaining inside the patient. The patient underwent an interventional procedure on the morning of (B)(6), 2025, to retrieve the catheter. During the procedure, the fractured catheter segment was successfully removed. The residual fragment was located between the brachiocephalic vein and the superior vena cava. The procedure proceeded smoothly, and the patient exhibited no additional symptoms postoperatively. The company and manufacturer have been notified to investigate the cause of the issue and implement product quality improvements.